Event description:
It was reported the customer had a high pitch screeching noise on their insulin pump. The customer also reported the insulin pump would restart itself. Customer's blood glucose was 140 mg/dl. It was found the customer did not have any alarms before the constant tone occurred. Troubleshooting could not disable the constant tone. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)